Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the power conversion enclosure was coated in dust. After removing the dust, the system functioned as designed. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed an "individual battery error message" on the system. No additional information was provided. There was no patient present when this issue was identified.